Event description:
It was reported that a caucasian female patient underwent a breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient experienced a deflated right breast implant coupled with capsular contracture of the right breast. However, no baker grade rating was provided. As a result, the patient underwent removal and replacement with 300cc mentor siltex round moderate profile saline breast implants on (B)(6) 2014.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, capsular contracture. Manufacturer¿s reference number: (B)(4).